Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated and suprarenal device in 2013. Recently on a CT scan, it was noted that the patient had an unknown endoleak. Patient is awaiting additional CT scan to confirm the type of endoleak. No additional patient sequalae has been reported at this time